Event description:
It was reported that the during follow-up the patient's lead had a chronic high rv pacing impedance (over 2500 ohms). The short interval count was high. The patient didn't experience any nsvt or any other kind of episodes. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.